Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump. Unit passed the displacement test and self test. Pump connected to the minimed mobile app successfully on both android and ios. No communication anomalies noted during testing. Unit was cut open for visual inspection. All connectors were properly plugged in and locked in place. No damages or anomalies noted on electronic stack or motor assemblies. Unit was received with stained keypad overlay and pillowing keypad overlay. In conclusion customer concern of no wireless communication are not confirm. Unit communicated with mobile app successfully. Cosmetic damages were confirmed when pillowing keypad overlay was confirmed. No unexpected errors during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported little scratches on the screen, lost settings when changing the batteries, sensors are not lasting, and had connection issues with the phone.. Troubleshooting was not performed and no further details have been provided. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device and the device will not be returned for analysis.